Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 24-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 23/mar/2026 against lot number 6002339 and similar malfunction codes: leak between tubing and site connector detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot 6002339and the identified failure mode are not associated with any non conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 23/mar/2026 against lot number criteria equal 6002339 and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector, tubing connector is cracked, split, deformed, leakage may occur. The number of complaints is 1. The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6002339 was manufactured according to work instruction (wi) version 94 and manufactured in machine/line: m10, on 12-jul-2023 with a total of (B)(4) units. Sub-assembly. Tube: the lot 3g01700 was manufactured according to wi version 55 and manufactured in machine/line: sc05, on 10-jul-2023 with a total of (B)(4) units. The lot 3g01723 was manufactured according to wi version 55 and manufactured in machine/line: sc06, on 10-jul-2023 with a total of (B)(4) units sub-assembly. Cannula: the lot 3f06241 was manufactured according to wi version 31 and manufactured in machine/line: ls06, on 11-jul-2023 with a total of (B)(4) units. The lot 3g01735 was manufactured according to wi version 31 and manufactured in machine/line: ls25, on 12-jul-2023 with a total of (B)(4) units. The lot 3g01736 was manufactured according to wi version 31 and manufactured in machine/line: ls24, on 12-jul-2023 with a total of (B)(4) units. The lot 3g01741 was manufactured according to wi version 31 and manufactured in machine/line: ls11, on 12-jul-2023 with a total of (B)(4) units. The lot 3g01743 was manufactured according to wi version 31 and manufactured in machine/line: ls25, on 12-jul-2023 with a total of (B)(4) units. Sub-assembly. Connector: the lot 3g00890 was manufactured according to wi version 35 and manufactured in machine/line: pegado 3, on 10-jul-2023 with a total of (B)(4) units. The lot 3g00891 was manufactured according to wi version 35 and manufactured in machine/line: pegado 3, on 11-jul-2023 with a total of (B)(4) units. The lot 3g00962 was manufactured according to wi version 35 and manufactured in machine/line: pegado 3, on 12-jul-2023 with a total of (B)(4) units. The lot 3g00963 was manufactured according to wi version 35 and manufactured in machine/line: pegado 3, on 12-jul-2023 with a total of (B)(4) units. The lot 3g00965 was manufactured according to wi version 35 and manufactured in machine/line: pegado 3, on 14-jul-2023 with a total of (B)(4) units. The lot 3g00966 was manufactured according to wi version 35 and manufactured in machine/line: pegado 3, on 15-jul-2023 with a total of (B)(4) units. Device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: the investigation for this complaint was completed on 05-apr-2024 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6002339. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full device history record (DHR) review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review, no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the malfunction remains unconfirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in germany. The patient reported that the infusion set tubing came apart on (B)(6) 2024. No further information available.